Event description:
Resident being given incontinence care. Was turned on left side facing half side rail with a cna in front of & behind them. Resident has a traumatic brain injury & quadriplegia. Resident's railing (1/2 rail) came loose and resident fell onto floor with rail underneath them. Pt was face down & required stitches to forehead & ER visit & x-rays.